Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to repair an incarcerated ventral hernia on (B)(6) 2010 and mesh was implanted into the patient. It was reported that she experienced unspecified complications; and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure and mesh was implanted on (B)(6) 2010 along with concurrent umbilical hernia repair due to incisional ventral hernia. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).